Event description:
The customer received 20 quik-combo electrodes. It was reported that 3 of them were found to have frayed wiring. This was noted where the wires connect to the electrode pad. The 3 electrodes were found on 3 separate occasions and in each case, when the electrodes were opened, the customer immediately noticed the frayed wiring and used another electrode set on the patients. There was no compromise to patient care and no adverse event as a result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the returned electrodes and observed that on serial number (B)(4), both wires had been pulled out of the electrodes, and the electrode set could not be used. On serial number (B)(4), the sternum wire had been pulled out of the electrode, and the electrode set could not be used. On serial number (B)(4), both wires had been pulled out of the electrodes, and the electrode set could not be used. The customer obtained replacement sets.